Event description:
Pt was admitted into ccu for chest pain, and st segment elevation pt was taken to the cath lab with the plan to place as coronary stent. When passing the balloon, the balloon would not inflate. This product was removed, and new device obtained, the second balloon did inflate. Device failure.